Event description:
It was reported that the motor device "does not hold the drill bit while drilling". It was unknown to the reporter if the device was used in surgery. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. It was unknown if injuries or medical intervention were reported. The date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment was revealed that the attachment was frozen and did not function at all. Therefore, the reported condition was confirmed. Evidence indicates this was due to normal wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.